Event description:
It was reported that post-sensed t-wave oversensing (pstwos) was observed on a remote transmission. The patient presented to the clinic but it is unknown if any programming changes were made. There were no adverse health consequences to the patient.